Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation and the inability to evaluate the device, the issue was not likely caused by product failure, but we were unable to determine the cause of the incident. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On march 22, omsc received the literature " complications of long term indwelling transmural double pigtail stent placement for symptomatic peripancreatic fluid collections". The purpose of the literature was to examine the complications of long-term indwelling double-pigtail stent (dps) for peripancreatic fluid collections (ppfcs). The procedure was performed using a scope (olympus; gf-uc2000, gf uct160, gf-uct240, gf-uct-260) and a disposable biliary drainage stent (olympus: pbd-203 series). The subjects were 36 patients with symptomatic ppfcs who underwent an endoscopic ultrasound-guided transmural drainage as treatment for symptomatic ppfcs at kitasato university hospital between april 2006 and march 2017. The authors enrolled patients who received long-term indwelling stents and were followed up for over 1 year. In the literature, it was reported 3 colon perforations and 17 spontaneous stent migrations. The result of literature wrote about 3 colon perforations as below. Case 1 (figs. 1, 2) was a (B)(6) male with won that developed after severe gallstone pancreatitis. He presented with acute abdomen 15.8 months after stent placement. Examination revealed panperitonitis and shock; CT finding showed stent migration and a large volume of intraperitoneal free air and ascitic fluid. Colon perforation due to dps was suspected, and emergency surgery was performed on the day of admission. Perforations were found at two locations corresponding to both ends of the dps. In the descending colon (splenic flexure) and the sigmoid colon (s.d junction). The primary cause of panperitonitis appeared to be sigmoid colon perforation because there were severe adhesions between the peripancreatic tissue and descending colon. This complication was graded as severe. Follow-up observation at 43 months postoperative revealed no ppfc recurrence. Case 2 (figs. 3, 4) was an (B)(6) female with won that developed after severe alcoholic pancreatitis. She presented with an acute abdomen and elevated pancreatic enzyme levels 17.1 months after stent placement. CT showed a small amount of free air in the peritoneal cavity; the proximal end of the dps was found in the stomach, and the distal end of the dps was found in the transverse colon; therefore, the patient was diagnosed with transverse colon perforation from the serosal side. Because the peritonitis was localized, conservative treatment was provided. We waited for the formation of a gastrocolic fistula, and 10 days later, the stent was removed from the colon side. This complication was graded as severe. Follow-up observation at 21.9 months after dps removal showed no ppfc recurrence. Case 3 (figs. 5, 6) was a (B)(6) male with won and dpds that developed after severe alcoholic pancreatitis. He presented with elevated pancreatic enzyme levels 33.7 months after stent placement. Mrcp findings showed no recurrence of ppfc. CT was performed, and the findings showed that the proximal end of the dps was in the stomach and that the distal end was in the descending colon; he was diagnosed with perforation of the descending colon from the serosal side. There was no free air, and the patient was asymptomatic. A gastrocolic fistula appeared to have formed; the stent was removed electively from the colon side. This complication was graded as moderate. Follow-up observation at 11.4 months after stent removal showed no ppfc recurrence. Also, the discussion of literature wrote about 3 colon perforations as below. During evaluation of the colon perforation (fig. 7) in case 1, intraoperative findings showed perforations caused by the dps at two locations. The descending colon and sigmoid colon. Initially, the stent, which dislodged into the intestinal tract, was trapped in the colon that had developed adhesions due to pancreatitis; as a complication, the stent caused perforations to occur simultaneously at 2 different sites. However, our experience with cases 2 and 3 suggested that in case 1, a gastrocolic fistula connecting the stomach to the descending colon had formed asymptomatically in the same way as in case 3, and that later, the dps may have moved even further distally. This hypothesis was more likely than the simultaneous occurrence of perforations at two different sites. All patients who developed perforation were initially diagnosed with won, and no perforation was found among those with ppc. In won cases, peripancreatic tissues and the colon develop adhesions due to inflammation; as a result, the dps is more likely to be in contact with the serosal surface of the colon after resolution of the won. This may be a contributing factor. In addition, the clinical course of these 3 cases shows that in some cases of spontaneous stent migration, the stent may dislodge through a gastrocolic fistula into the colon and be asymptomatically eliminated with the feces. The literature wrote about 17 spontaneous stent migrations as below. Spontaneous stent migration developed in 17 patients (47.2%), including 9/22 (40.9%) with won, 8/14 (57.1%) with ppc (table 3). However, the stents were asymptomatically eliminated during defecation in all cases. The median stenting period until spontaneous stent migration was 4.1 months (range 0.8¿39.6) in all patients, 8.4 months (range 1.8¿31.8) in those with won, and 3.0 months (0.8¿39.6) in those with ppc. In 1 case of dpds, spontaneous stent migration was identified 4.4 months after placement of the indwelling dps, and recurrence of ppfcs was diagnosed 8.4 months after spontaneous stent migration. Based on the available information, a direct relationship between the olympus product and the colon perforations might be determined. This is the report regarding a severe colon perforation of case 2.